Manufacturer narrative:
H10 h3, h6: the device was used in treatment and case screenshots and log files were returned for investigation. This software version is unknown; however, all navio software versions have been previously validated. Complaint history review identified prior similar events, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The navio system instructions for use released at the time of the complaint provides instructions for the user in the "tka planning and implant" section. The user is instructed to "make sure that the bone tracker frames, as well as the handpiece tracker frame, remain within the camera's field of vision. Press to go to the checkpoint verification screen to manually force a check of the checkpoint on the tibia. Use this button to verify that the tracker array has not shifted during registration or planning". We could confirm there was a relationship established between the reported event and the device. Review of the log files and case screenshots confirmed that there was tibial tracker movement which resulted in a shift in the relation between the actual location of the cut surface (bone/condyle) and the perceived location (defined by the landmark points and free collection). The user opted to "redefine" the location of the checkpoint which does not reset the location of the tibial tracker instead of pressing the "start over" button which would have required the user/surgeon to retake the tibial landmark and free collection points.

Event description:
It was reported that case was running smoothly until cutting the tibia. Doctor was in "refine mode" and quickly refined, placed bur directly on sagittal cut and the screen seemed to correctly match what doctor was doing. Started to bur and everything was running as expected until handpiece was set down to adjust the leg. When handpiece was pick up to begin burring again, placed the bur tip on the anterior femur and noticed that the bur was way off of the tibia screen model. Doctor verified that the handpiece tracking array and tibial tracking array were tight and secure. Once it was checked, went back to the planning screen, moved the tibia 1/2 mm laterally toward the tibial spine and then back to see if it would reset anything. When moving back to the refine screen it was still off, then switched to the cut screen and it asked the surgeon to verify checkpoints. The femoral checkpoint checked out fine, but when checking the tibial checkpoint, it was 14 mm off. Redefined the checkpoint, then went back to the cut screen and the model was still not matching with bur. Went to tight the arrays and they seemed to be pretty solid. Forced to check checkpoint right after moving to the tibia plan, before looking how plan movement affected the screen model. Since femur was already cut, surgeon decided to prepare tibia freehand with a sawblade.